Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed by reproducing a "shut door- power off" alarm when attempting to power off the pump which was most likely what the reported symptom of "continues to beep and will not turn off" was referring to. Evaluation found that this was caused by a loose link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump continues to beep and will not turn off. It was also reported that there was no patient injury.